Manufacturer narrative:
Updated fields: b1, b4, d8, d9 (device available for eval, return to manufacture date), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b6, b7. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not duplicate fiber optic failure but replaced fiber optic module as a precautionary measure. Error 53 in logs. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing (fat) department received a component associated with a reported fiber optic failure during operation. Although the issue could not be reproduced, the component was replaced as a precaution. A visual inspection determined that the component was in good physical condition. The fat team installed it in the appropriate test fixture and performed testing in accordance with factory specifications outlined in the relevant service manual. No malfunction was observed during testing. The component will be retained within the fat department in accordance with departmental procedures. According to the cardiosave dfmea, the potential cause associated with the failure mode fiber optic malfunction for the fiber optic module assembly is identified as component reliability.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) the fiber optic cable stopped working. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.